Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations have determined that there is an interfering factor found to be present in the sample against the idiotype of the monoclonal antibody used in the assay. This interference is documented in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received questionable results for two patient samples tested for thyrotropin (tsh), free triiodothyronine (ft3), and free thyroxine (ft4). Of the two samples, one was found to have erroneous results for ft3. It was asked, but the date of the event is not known. The sample was initially tested at the customer site on an e602 analyzer and then during investigations, the patient sample was tested on a centaur analyzer, an e170 analyzer, and an e411 analyzer. Refer to the attachment for the specific patient result values. It was asked, but it is not known which patient results, if any, were reported outside of the laboratory. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The serial number of the e602 module analyzer used at the customer site was asked for, but not provided. The e170 analyzer used for investigation purposes was serial number (B)(4). The ft3 reagent lot number used on this analyzer was 183221, with an expiration date of january 2016. The e411 analyzer used for investigation purposes was serial number (B)(4). The ft3 reagent lot number used on this analyzer was 180230, with an expiration date of september 2015.